Event description:
A customer reported that the t:slim x2 pump battery would not charge, with the device's screen remaining dark and unresponsive. The battery bar decrease alert was observed at 10:10 pm, but attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support decided to replace the pump, advised the customer on steps to take once the replacement was received, and arranged for the return of the malfunctioning pump.